Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm noted during our testing. All operating currents are within specification. The insulin pump passed displacement test and self test. The insulin pump has scratched reservoir tube window, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm. Insulin pump would be replaced.